Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 400 units of insulin. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.